Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage to the yaw pulley. The pch instrument failed the electrical continuity test. After cutting the clevis ear of the instrument, thermal damage at the weld location of the yaw pulley was found. The conductor wire was found to be broken at the weld point with signs of thermal damage. The conductor cap also shows signs of thermal damage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the pch instrument (part #: 470183-14, lot #: n10190415-0101) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). This complaint is reportable due to the following: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. However, if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer experienced arcing on the permanent cautery hook instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the nurse and obtained additional information. The nurse confirmed that arcing occurred only at the wrist of the instrument. The permanent cautery hook instrument was inspected prior to use. There was no collision during the procedure noted. The customer confirmed that there was no harm to the patient or the patient's tissue. A backup hook instrument was used to complete the procedure. The arcing issue occurred only on the one permanent cautery hook instrument. No images or video recording of procedure were available. There was no patient-related information available.